Manufacturer narrative:
The device was discarded. The patient¿s event logs were reviewed, and disconnected electrodes were confirmed. Without the return of the device, it is not possible to reach a definitive root cause for the disconnections. The evoke scs system clinical manual states, ¿a disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An impedance check was performed and high impedances issues were identified. A lead revision was performed to restore therapy to the patient.